Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that will not power on. No information is currently known regarding patient involvement. There has been no allegation of harm associated with this report.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23sep2018. Customer reports that the unit gave an error 9001 [flash programming error] and 9002 [flow sensor mismatch]. The manufacturer's field service engineer confirmed the reported problem. From due diligence with the customer, it was clarified that there was no patient involvement/harm. The manufacturer's field service engineer determined that reconnection of the j8 connector and adjustment of the pressure releif valve to 137cmh20 was required for the correction of this event. However, the customer has not approved repair of this device, and therefore no repair was completed on this ventilator.